Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. One opened company handpiece injector was returned for evaluation for the report of a torn haptic. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an iol (intraocular lens) at an unknown magnification which appears damaged. The reported issue was not confirmed from the photo review. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore a torn haptic as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery the lens had a torn haptic and explanted during initial procedure and surgery was completed by using another unspecified lens. Additional information has received and it states that no patient impact was reported. There are two medical device reports associated with this report. This report is about torn / sheared trailing haptic.